Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the roller pump displayed a 'service pump' message. There were no reported adverse consequences to the patient.